Manufacturer narrative:
The device history record was reviewed and confirmed the lot met all release criteria. Upon inspection of the returned sample, the shaft of the catheter had 2 kinks present. Viewing the balloon area of the catheter under magnification, the balloon and tip separation occurred at the distal edge of the proximal band. The proximal band was not present and was not returned. The proximal portion of the balloon that was still attached to the catheter measured approximately 27mm in length. The proximal end of the balloon also appeared to have a longitudinal tear that continued from the circumferential break to approximately the mid-cone. The distal portion of the balloon appeared to have a diagonal cut on the tip just proximal of the distal band and continued through approximately half of the distal tip. The distal balloon portion had a v shaped cut in it that was approximately 3mm in length. In addition, there was a longitudinal tear approximately 3mm in length at the proximal end of the separated balloon portion. The distal portion of balloon was accordioned toward the distal tip. The result of the investigation was confirmed for a circumferential and longitudinal balloon rupture, root cause is unknown. It is unknown if patient and/or procedural issues contributed to this event. The current IFU (instructions for use) indicates the following: opti-plat xt peripheral balloon dilatation catheters are recommended for use in percutaneous transluminal angioplasty of the iliac, femoral and renal vessels. Bard does not recommend the use of this product for procedures other than those mentioned above.

Event description:
It was reported during a left arm fistula declot, the balloon circumferentially ruptured, accordioned, and detached in the patient. The fragment was surgically removed from the patient. There was no reported injury to the patient.